Event description:
Harmonic scalpel handpiece was hot after use and burned drape during non-use. The test was performed prior to use and passed. The rep was on site and tested all harmonic handpieces further. Two out of 6 did not meet "standard". They were pulled from service.